Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. There were no reported allegations that the peritonitis was related to a fresenius device or product. During follow-up, the patient¿s pd nurse reported that the patient had a pd culture obtained (in the pd clinic), which yielded an elevated white blood cell (wbc) of 1822 and growth of the bacteria corynebacterium. Per the nurse, the patient was treated with fortaz 2 grams daily intra-peritoneal (ip) and oral clindamycin 600 mg 3 times daily on an outpatient basis. The patient¿s pd nurse stated that subsequently the patient had a leak at the exit site of their pd catheter (not a fresenius product). As a result, the patient¿s pd catheter was surgically re-tunneled. The nurse stated the patient has recovered from the event and is currently being treated with hemodialysis while the catheter site heals. The nurse was not able to provide a cause for the peritonitis event. However, the nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Additional information: d8 (third party servicing), d9 (device available for evaluation), h3 (device evaluated by manufacturer), h6 (health effect impact, device component, investigation findings, investigation conclusions), h10 (plant investigation) plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were not visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. A valve actuation test and system air leak test were performed and passed. A force gauge test failed. An (as-received) simulated treatment was performed and completed without failures. No fluid leaks in the cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the information available. The cause of the patient¿s peritonitis cannot be determined, however, the patient¿s pd culture yielded growth of the bacteria corynebacterium, which is known to colonize human skin. Therefore, it is possible the peritonitis event is related to touch contamination during the pd exchange which is very common in patients undergoing pd therapy. Should additional information become available, please resubmit for a clinical review, and this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. There were no reported allegations that the peritonitis was related to a fresenius device or product. During follow-up, the patient¿s pd nurse reported that the patient had a pd culture obtained (in the pd clinic), which yielded an elevated white blood cell (wbc) of 1822 and growth of the bacteria corynebacterium. Per the nurse, the patient was treated with fortaz 2 grams daily intra-peritoneal (ip) and oral clindamycin 600 mg 3 times daily on an outpatient basis. The patient¿s pd nurse stated that subsequently the patient had a leak at the exit site of their pd catheter (not a fresenius product). As a result, the patient¿s pd catheter was surgically re-tunneled. The nurse stated the patient has recovered from the event, and is currently being treated with hemodialysis while the catheter site heals. The nurse was not able to provide a cause for the peritonitis event. However, the nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.